Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the adult mask in a4u12214 - anes circuit, adult, 108 in exp, 3l bag does not provide an appropriate seal around the patient's airway despite several attempts to re inflate. There was patient involvement. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Corrected d3 to provide the correct manufacturer name.